Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected battery power loss alarm as well as power loss detected alarm. Customer's blood glucose value was unknown at the time of the incident. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer was assisted with troubleshooting, insert a new battery, clear alarms. The customer stated that the pump was not pump bumped or dropped. Device will not be return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, sleep current test and active current test. No power error detected noted during testing. Power error detected not confirmed. Unexpected battery power loss not confirmed.